Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose and the insulin pump had multiple no delivery alarms. Blood glucose level at the time of incident was over 600 mg/dl. No symptoms reported but patient was treated with manual injection. Troubleshooting occurred but issues were not resolved. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime test, basic occlusion test, prime test, occlusion test, excessive no delivery test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. (B)(4).